Event description:
During hernia repair two absorbatack were used to attach a composite mesh on the patient. The tacks were not attaching to fascia. Physician proceeded with using suture to attach the composite mesh. No incident other than non function of the absorbatacks.